Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, a retrograde femoral nail advanced was explanted from the patient. The nail was originally implanted on (B)(6) 2022. No further information is provided. This report is for a rfna / 9mm / 380mm 5 degree bend / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: production order traveler met all inspection acceptance criteria. Inspection sheet, ns07400 rev a met all inspection acceptance criteria. Inspection sheet, ns074022 rev a met all inspection acceptance criteria. Part number: 04.233.124.2y, poly inlay retrograde femoral. Lot number: 515p125. Lot quantity: 120. Inspection instruction met all inspection acceptance criteria. Product certification supplied by nf&m international inc. Dated 26-aug-2020 was reviewed and determined to be conforming. Lot summary report dated 11-sep-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Part number: 21131, tialv*ri13.00. Lot number: 70p9921. Lot quantity: 1,767 lbs. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the rfna/ 9mm / 380mm/ standard bend/ ster was broken from the distal end, fragment was returned; the surface of the fragments appear to be smoothed out, this condition is most likely due to constant friction between the edges before removal. Additionally, the proximal inlay fell apart from the device. A dimensional inspection for the rfna/ 9mm / 380mm/ standard bend/ ster was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the rfna/ 9mm / 380mm/ standard bend/ ster would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary = product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review = part number: 04.233.938s, rfn/9mm/380mm 5 degree bend/pe inlay/sterile. Lot number: 551p692 (sterile): this lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.